Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the surgeon was able to squeeze the handle. A piece of plastic of the axis of the device fell into the abdomen when the surgeon removed the product and was retrieved. There was no patient injury.